Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported that a patient was injected under the eyes with 1 ml of juvéderm volbella® xc. One month later, the patient experienced ¿discoloration¿ under both eyes, with the right being worse. The patient additionally experienced ¿bumpiness and bruising.¿ that month, the patient was injected again under the eyes with .4 ml of juvéderm® ultra xc to correct the discoloration but the event is ongoing.